Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-04401. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on both leads. It was noted that the patient had a car accident prior. As a result, the patient underwent surgical intervention during which the system was explanted.